Manufacturer narrative:
It was reported that the tubing separated from the drip chamber. One used and one unused sample model mx4436, lot 24019107 was returned for investigation. The sets were examined for defects and abnormalities. The used sample was separated from the drip chamber and the drip chamber was not returned. No defects or abnormalities were observed. No issues were found was the unused set. The used set was inspected under a microscope and lack of solvent was sent at the tubing that connects to the drip chamber. The customer complaint was verified and a quality notification was sent to the manufacturer. From the manufacturer's investigation, the possible root cause of separation tubing/drip chamber in the model mx4436 is the incorrect solvent application method by the assembler. A quality alert was created on may 06th, 2024 to communicate the failure and reinforce the correct solvent application method and avoid the lack of solvent/separation. A device history record review for model mx4436 lot number 24019107 was performed. The search showed that a total of 9003 units in 1 lot number was built on 08jan2024. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set.

Event description:
No additional info.

Manufacturer narrative:
A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
It was reported that bd 166-in 15 drop admin/removable tubing separates from drip chamber. The following information was provided by the initial reporter: while transporting between departments the tubing separated from drip chamber mid transport 12 april response disconnect happened as patient was wheeling out of or into pacu. There was no injury to patient.